Event description:
Treatment of a small aneurysm measuring approximately 8mm located in the paraclinoid segment of the ica (internal carotid artery). The patient was on dual antiplatelet therapy. On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, there was difficulty experienced while navigating the marksman catheter to the lesion and the pipeline (5mm x 20mm) was released from the capture coil, but would not open all the way as it was deployed. Attempts were made to open the pipeline using advanced deployment techniques; however, it was unsuccessful and caused the pipeline to become inverted. The pipeline was then pulled back to fix the inverted segment of the pipeline. There were no issues until the last turn was reached and there was a segment of the vessel with stenosis preventing the pipeline from fully opening. At this point, a thrombosis was forming. The marksman catheter and navien guide catheter were manipulated in attempts to open the pipeline, but without success. Balloon angioplasty (an option presented in the instructions for use, u.s.) With a sprinter balloon was performed and the pipeline opened. Post procedural imaging showed the pipeline to be fine with some residual thrombus in the distal section. Reopro was administered and dissolved most of the thrombus. It was noted the patient lost the a1 segment during the procedure which was most likely due to the thrombus. Later that night, the patient suffered a subarachnoid hemorrhage and it was drained and the patient was in ICU (intensive care unit). The patient was reported to be doing well, but still has the drain.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).